Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer reported during injection in the left thigh, started to feel the medication coming out. When consumer pulled out the pen, there was no needle. The needle broke off in the left thigh. 24 hour nurse line advised her to go to the emergency room where x-ray was taken and because the needle was too small and could not be found, consumer had to see orthopedic surgeon and schedule appointment. Meantime, keflex 500 mg was prescribed to prevent infection.